Event description:
According to the reporter, during a laparoscopic colectomy resection, after the device was used for the 3rd side-to-side anastomosis, the tissue was clamped in the groove where the knife ran on the dorsal side of the cartridge, and it did not separate from the tissue after the firing ended. The part of the mucous membrane that was clamped in the cartridge was resected using electrocautery, and additional sutures were applied to complete the procedure. The handle and adapter was able to work with other reload without issue.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy resection, after the device was used for the 3rd side-to-side anastomosis, the tissue was clamped in the groove where the knife ran on the dorsal side of the cartridge, and it did not separate from the tissue after the firing ended. The part of the mucous membrane that was clamped in the cartridge was resected using electrocautery, and additional sutures were applied to complete the procedure.

Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3f0413), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.